Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 3005168196-2019-01203, 3005168196-2019-01204, 3005168196-2019-01205.

Event description:
The patient was undergoing an embolization procedure in the posterior communicating artery (pcom) using a penumbra smart coils (smart coils) and pod5. During the procedure, while attempting to advance a smart coil within its introducer sheath, it got stuck; therefore, the smart coil was removed. The physician then experienced resistance while advancing the last 3mm of the pod5 into the aneurysm and the microcatheter kicked back. Therefore, the pod5 was removed from the patient. The physician then advanced another smart coil into the aneurysm. The smart coil was detached using a penumbra smart coil detachment handle (handle); however, while retracting the pusher assembly of the smart coil, it was noted under fluoroscopy that the smart coil was not detached from the pusher assembly. The physician indicated that part of the smart coil remained within the microcatheter and part of the smart coil was still attached to the pusher assembly. The microcatheter was removed from the patient with the smart coil segment in it. The procedure was ended at this point. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked at approximately 13.0 cm from the proximal end. The embolization coil was intact with the pusher assembly and had offset coil winds. Conclusions: evaluation of the returned smart coil revealed that the embolization coil had offset coil winds along its length. If the smart coil introducer sheath is not properly aligned within the hub of the microcatheter prior to advancement, resistance may be experienced. If the device is forcefully advanced against this resistance, damage such as offset coil winds may occur. Further investigation revealed a kink near the proximal end of the pusher assembly. This damage was likely incidental to the complaint. Evaluation of the returned smart coil pusher assembly revealed that the pet lock was separated, the pull wire was retracted from the ddt and the embolization coil was detached from the pusher assembly. These damages were likely a result of the reported attempt to detach the embolization coil using a handle during the procedure. The detached embolization coil, the non-penumbra microcatheter and handle used in the procedure were not returned for evaluation; therefore, the root cause of the inability to detach the embolization coil could not be determined. Further investigation revealed kinks along the length of the pusher assembly. These damages were likely incidental to the complaint and may have occurred during packaging for return to penumbra. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 1.3005168196-2019-01203, 2.3005168196-2019-01204, and 3.3005168196-2019-01205. H3 other text : placeholder.